Manufacturer narrative:
This investigation is based on the available information captured in the complaint details. The issue of "false negative" was reported. Product is used for diagnostic purposes. No harm was reported. A DHR review cannot be completed as lot information was not provided. Based on a review of the risk management file for the lucira covid-19 test kit, false negative test results are a known possible failure; refer to fmea001 revc.0, fmea004 revb.0, fmea016 revb.0, and fmea017 revb.0. Potential causes and potential harms as listed in this investigation are not all inclusive, as product was not returned for evaluation. The following potential causes were identified in fmea001 revc.0: - 52 / 53 "large amount of bubbles during rehydration (lower liquid volume in chambers)." - 81 / 145 "ph change or degradation of buffer components due to organism growth in buffer (reduced amplification efficiency)." - 83 / 84 "target template degrades (template in either control reactions below lod)." - 86 / 146 "enzymes or dntps degrade (reduced amplification efficiency)." - 140 / 141 "reduction in amplification efficiency (no amplification in the presence of sars-cov-2 virus)." The following potential causes were identified in fmea004 revb.0: - 1 "test kit is not stored at the recommended conditions (device exposed to extreme temperature or humidity)". - 22 / 23 "user opens wrong end of the swab and touches the swab (contamination enters the nose)". - 25 / 26 / 27 / 28 "user dips swab in buffer prior to swabbing nose (prewetted swab does not collect sufficient sample)". The following potential causes were identified in fmea016 revb.0: - 5 / 6 "contaminated consumables are accepted (bacterial contamination introduced to pset / pmix)". The following potential causes were identified in fmea017 revb.0: - 63 / 64 "contaminated molecular grade water is accepted (bacterial contamination introduced to the elution buffer)". The following potential harms were identified in rsk053 revb.0: - 7 "assay performance moderately impacted, without sufficient impact on control assays resulting in a false negative test result : exacerbation of underlying conditions". - 8 "assay performance moderately impacted, without sufficient impact on control assays resulting in a false negative test result : infection not contained". - 16 "insufficient viral load in eluted sample but with sufficient human cell load resulting in a false negative test result : exacerbation of underlying conditions". - 17 "insufficient viral load in eluted sample but with sufficient human cell load resulting in a false negative test result : infection not contained". - 36 "elution buffer contaminated with enzymatic impurities, leading to inhibition of the assay resulting in a false negative test result : exacerbation of underlying conditions". - 37 "elution buffer contaminated with enzymatic impurities, leading to inhibition of the assay resulting in a false negative test result : infection not contained". - 63 "non-conforming material is accepted resulting in a false negative test result : exacerbation of underlying conditions". - 64 "non-conforming material is accepted resulting in a false negative test result : infection not contained". A most probable root cause for the issue of "false negative" cannot be determined without returned product. Potential root causes include but are not limited to: - no amplification/reduced amplification efficiency (design defect). - assay contamination/degradation (process failure). - improper storage/handling (use error). A supplemental report will be filed if any further investigation and/or additional information is obtained. This device is marketed under eua (B)(4). Based on the information above, no further investigation is required. Monitoring of "false negative" will continue and there are no additional recommended actions at this point.

Event description:
"Customer contacted us on 11/02/2023 to report a false negative result. The order of the test results was the following: 1st test result: positive (took 19 min), 2nd result: positive (19-20 min), 3rd result negative (30 min), 4th result after 20 minutes (positive) then 2 antigen tests (both negative). Evidence pending to be delivered. Before starting, were the instructions read? Y/n. Did not reply. May I have your lot and test kit #? Lot #: dnr. Test kit #: dnr. Location of testing? Indoor/outdoor. Did not reply. Was the test completed on a flat surface? Y/n. Did not reply. Was the swab rotated 5 times in each nostril? Y/n. Did not reply. Was the vial liquid purple in color? Y/n. Did not reply. Was the test moved while it was running? Y/n. Did not reply. How soon after the initial negative test was a retest(s) completed? 30min. What test did you use to confirm the false negative? Lucira covid-19. How many total tests were run before getting this false negative? 2. Did the person tested, contact a healthcare provider? Y/n. Dnr. If yes, how is the person tested doing? Is the person tested undergoing any treatment? Is your kit covid/ flu or covid 19? Covid 19."